Manufacturer narrative:
The customer reported of hard drive port 1 and hard drive port2 error flashing on central nursing station, they saw hard drive port 1 and hard drive port2 error flashing on the central nursing station and there was no other issues with the central nurse's station only that these errors were displayed on the central nurse's station software. No patient harm was reported. Attempt # 1: 02/11/2021, emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of hard drive port 1 and hard drive port2 error flashing on central nursing station, they saw hard drive port 1 and hard drive port2 error flashing on the central nursing station and there was no other issues with the central nurse's station only that these errors were displayed on the central nurse's station software. No patient harm was reported.